Manufacturer narrative:
Update 12/12/2011 - patient fact sheet form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Update: (B)(6) 2011: patient fact sheet form was received. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec¿d (B)(6) 2015 - medical records received. Patient revised to address pain. Upon revision, mild metallosis was noted. The information received does not change the MDR decision. This complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation papers allege pt suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: intermittent discomfort in her right hip, tenderness of the right hip laterally on palpitation, medical monitoring expenses, emotional distress, loss of enjoyment of life, metallosis exposure and other injuries presently undiagnosed. Pt not yet scheduled a specific date for the explanation of the right asr hip implant, but explanation is planned for (B)(6) 2011.